Event description:
It was reported that the atrial and rv (right ventricular) leads were pulled back into the svc (superior vena cava) due to twiddler's syndrome. The leads were explanted. The physician implanted a new rv lead with no complications. During implant attempt of the new atrial lead, after initial placement in the atrium the physician removed the stylet from the lead and attempted to place another stylet for lead manipulation. After several attempts and several stylets, the physician could not get a stylet to cannulate past about 3/4 down the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead implanted: (B)(6) 2014. (B)(4).